Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons less responsive and harder to press and sometimes had to press buttons twice. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had motor sound labored and it was slower during rewind and display light was dimmer and also no delivery alarm. The device will not be returned for analysis.